Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump alarmed button error. Customer made an attempt to restart pump by removing battery and after inserting the same battery pump alarmed. The customer is now unable to clear the alarm. The customer stated the pump was possibly exposed to moisture. The customer's blood glucose was 109mg/dl.